Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: customer stated that they are experiencing platelet clumping in the lavender and blue top tubes. They have had to redraw every patients blood that the clumping has happened.

Manufacturer narrative:
H.6. Investigation: no samples and no photos were returned by the customer in support of this complaint. Due to unknown circumstances retains were not saved from batch 0227238 material 363083. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: customer stated that they are experiencing platelet clumping in the lavender and blue top tubes. They have had to redraw every patients blood that the clumping has happened.